Event description:
An optometrist reported a pt with a corneal ulcer following the use of this product. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested 1/11/2012 and 2/1/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).